Manufacturer narrative:
The hvad is used for treatment not diagnosis. The hvad pump ((B)(4)) was not returned to manufacturer for evaluation as it remains implanted. It was reported that the patient was admitted to the hospital for left-sided weakness and slurred speech. The subject was discharged six days later. Though transient ischemic attack (tia) is not considered a serious clinical adverse event this patient was hospitalized for evaluation. Patient's that experience tia's are more likely to experience more serious neurologic dysfunction in the future. A review of the available information does not indicate any device malfunctions or performance issues that would impact the reported event. The root cause of the reported event cannot be conclusively determined; however, clinical factors that may have contributed to the reported event include the patient's past medical history of smoking, stroke, and atrial fibrillation as well as anticoagulation therapy. There are patient and pharmacological factors that may have contributed to this event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) and patient manual contains neurologic dysfunction as a potential event that may be associated with use of the product. The IFU provides anticoagulation guidelines to reduce the occurrence and severity of neurologic dysfunction. The system is contraindicated in patients who cannot tolerate anticoagulation therapy to reduce the possibility of neurologic dysfunction. Moreover, the IFU further educates the user on pump operation and flow guidelines in order to decrease the risk of stroke. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. (B)(4).

Event description:
It was reported via the clinical study database that this patient was admitted to the hospital for left-sided weakness and slurred speech. The subject was discharged on (B)(6) 2016. No further information was provided.